Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in half lens with surface residuals adhered to the optic body compatible with handling the lens out of sterile environment. No cosmetic conditions related to the manufacturing process were identified for a sample returned. The lens condition is consistent with a lens that has been explanted from the patient's eye. The manufacturing record review verified that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was initially reported that the abbott medical optics (amo) intraocular lens (iol) with serial number (sn) (B)(4) was inserted and then removed in the same procedure. It was reported that there was no incision enlargement and the lens was cut in half to remove it. There was no vitrectomy performed. There was no adverse effect and no injury performed. It was initially stated that when the doctor implanted the second lens (alcon lens - replacement lens) that the physician thought he saw vitreous. Additional information indicated that there was a hole noted in the posterior capsule; however, there was no vitreous. Alcon was notified of the report by amo. Additional follow-up information received from alcon (envelope dated (B)(6) 2014) and verification with the facility on (B)(6) 2014 indicated that the doctor noted that he initially placed an amo zcb00 iol in the patient¿s eye when the doctor noticed a hole in the posterior capsule. The doctor then removed the zcb00 iol and implanted the alcon lens model ma60ac serial no. (B)(4) diopter lens in the sulcus and it remains implanted. The patient is doing great. There was no problem with the ma60ac iol.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.